Event description:
The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
H6: update of h6 codes. UDI: (B)(4). Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. A clear root cause conclusion cannot be drawn due to the non-availability of important information and the device itself. The conclusion from the root cause analysis is that a systematic device deviation is unlikely. A probable root cause could be that the device was hammered in too hard because the slot for the femur box was not well prepared and therefore it was mechanically overloaded. No CAPA was necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with vega ps removable trial. It was reported that the surgeon used a mallet to flush the box trail in the trial femur and it broke one of the edges. The device did not break inside the patient. There was no additional intervention performed. All broken components were accounted for and retrieved. The type of the indication was a primary knee. There was no patient harm. This malfunction did not prolonged the surgery. (B)(4).